Event description:
The lead was attempted on (B)(6) 2011. Could not get thresholds under 2.5@0.5 due to a product performance issue. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).